Event description:
It was reported that the right ventricular (rv) lead was associated with a system infection. Surgical intervention was performed and the rv lead was explanted and replaced. The patient was stable with no adverse consequences.